Manufacturer narrative:
No button error alarmed on the insulin pump. The insulin pump was received with intermittent button response due to moisture damage keypad traces. The pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating low blood glucose readings and a button error on the insulin pump. The customer's blood glucose was 43 mg/dl. The customer treated the low blood glucose readings with a glass of milk and some peanut butter. The customer stated that he was sleeping and probably laid on it.. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.